Event description:
Boston scientific crm received info that this device was explanted two days post implant. Two days after implant, this pt stated that the lead felt uncomfortable. The pt went to visit his local physician who elected to revise the right atrial (ra) lead. During the procedure, it was noted that the lead had dislodged. When the physician tried to remove the lead from the device header, he stated that the setscrew appeared to be stuck or stripped, he also noted that there were no seal plugs present. A bit of force was needed to remove the lead from the header which may have damaged the ra lead. A new deice and lead were implanted successfully without any further incident. The event and implant dates were provided by boston scientific. Despite the statement that this device was explanted, an explant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.